Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic sensor extension cable. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) found a broken fiber optic sensor extension cable and replaced cable, assy, fo sensor extension and after the replacement the equipment had passed all the functional testing. The equipment was returned to the customer for the clinical use.